Event description:
This was a diagnostic case. No calcification, tortuosity, or scarring were noted, and the pt was obese. The initial access puncture was satisfactory, however, multiple;le sticks were required. The axera procedure was completed without incident and a 5f sheath was placed. At sheath pull, the pt had hypertension with a blood pressure of 151/100. Following sheath pull and 10 mins of manual compression, a hematoma (golf ball size) was observed. Manual pressure with massaging was applied for an add'l 10 mins until hemostasis was achieved an a sterile dressing was applied. After transferring the pt to his bed, the hematoma was observed to have grown (fist size) . Manual pressure with massaging was applied again for 10 mins. The pt's blood pressure remained high at 145/105. When hemostasis was achieved again, the pt was transferred to a telemetry bed. The pt required prolonged hospitalization due to hematoma, but was discharged on (B)(6) 2014 with order for continued physician care. On (B)(6) 2014, it was reported to aerostasis that the pt was re-admitted to have the hematoma evacuated surgically. F/u for add'l info is in process.

Manufacturer narrative:
The device was not returned, therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access sys instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions, therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.